Manufacturer narrative:
The returned device was evaluated and had a fully deployed soft cannula with no observable defects. Formed needle and needle mechanism showed no deformations that would contribute to the reported event. Although no issues were observed, the root cause for the events reported could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the cannula half of the pod was coming away/separated from her skin, causing high blood glucose levels. Her blood glucose reached 512mg/dl while wearing the pod on her leg for between 1 and 4 hours. The patient stated that the pink slide did not seem forward, indicating the pod did not deploy properly, and that there was no mark from the cannula like there normally is. The cannula also appeared wrinkled when the device was removed. Treatment included giving an injection. The device was returned for evaluation.